Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states that "air goes in, but won't turn". It is known device was used in surgery and there was no injury or medical intervention. It is unk if a delay occurred during the surgical procedure. There was no add'l info provided.